Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery cap contacts. The pump was unable to perform displacement test due to blank display. The pump was received with severely broken battery cap coin slot top. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.(B)(4)

Event description:
The customer reported via phone call of a missing segment on the insulin pump. The customer's blood glucose reading was 147 mg/dl. The customer stated that the battery cap is broken. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.